Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 pocket needs to be removed. A technical support specialist (tss) dialed into the application server and showed the requested timeout. The tss dialed into the station and ran a storage space query to investigate a hardware failure icon related to drawer 1.1 pocket b0. The tss ran a query to verify failed storage spaces at the station and verified the pocket appeared in the failure list but was not visible in the local storage space configuration, though it was present on the server with no medications assigned. Extensive troubleshooting was performed following knowledge article, including disabling/re-enabling the private network, rebooting the station, stopping data synchronization, and running queries to locate and unload the targeted storage space. The tss confirmed that pocket b0 from the station was removed and cleared successfully after running a query for hardware failure. The user also confirmed the physical absence of the b0 pocket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, unable to remove ghost pocket. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, unable to remove ghost pocket. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.